Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Analysis found an insulation abrasion exposing the outer coil at 47.1 cm to 47.3 cm from the connector pin. Abrasion are consistent with constant friction with another implantable device of feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.